Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an 80 mm in diameter abdominal aortic aneurysm. The patient had a short conical neck. The physician anticipated the need to implant an aortic cuff prior to the procedure. It was reported that, during the index procedure, the stent graft was implanted distal to the intended landing zone. An angiogram also revealed that there was a proximal type I endoleak. The physician elected to use aptus endoanchors in order to maintain an infrarenal seal and implanted an endurant ii aortic cuff in order to resolve the proximal type I endoleak. The event was resolved. Per the physician the cause of the event was due to the patient anatomy of angulation and a short aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.